Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented emergently with a stent graft migration, which resulted in a proximal type I endoleak and subsequent aneurysm rupture. The physician elected to intervene for the rupture with a talent cuff and 2 cuffs from another manufacture, with successful results; however, there was much blood loss from the event. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Evaluation: results: endoleak, graft migration, ruptured vessel/aneurysm; cause of migration unk. Conclusion: cause of migration unk. Intervention required.